Event description:
It was reported the patient had a return of symptoms. It was noted they had an increase in spasticity which started the day prior and got worse the next day. It was reported the patient also felt itching and tingling sensations. It was noted the patient was receiving oral baclofen currently. The pump was used to deliver baclofen. Additional information reported there was a catheter issue. It was stated a dye study was performed on (B)(6) 2014 but they were unable to aspirate, so the patient had a catheter revision that afternoon. It was stated the catheter sheared off at the spinal segment near the supraspinous ligament and the distal catheter was replaced. It was stated the pump was also electively replaced. It was noted the dose was reduced post op from 424 mcg to 300mcg and the patient was doing well. It was stated the patient was experiencing ¿classic withdrawal symptoms¿ prior to the dye study. The pump was used to deliver gablofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient has had several replacements/revisions and the segments had been pieced together over time. It was noted that part of the spinal segment was left in the intrathecal space, as it was difficult to remove. It was further reported once the healthcare provider (hcp) was unable to aspirate they scheduled the surgery because they did not want to push additional drug on the patient with a flush. It was also reported the patient was doing fine now after revision of the catheter and replacement of the pump.